Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09642. It was reported that the patient has deceased shortly after the implant. The physician suspected a device malfunction but the cause of death is unknown. No additional information was reported.

Manufacturer narrative:
The reported field event of possible device caused death was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was under-sensing on the right ventricular channel.